Event description:
Customer states free t4 result does not fit the clinical picture of the patient. Elecsys analyzer free t4 result gave 22.4, repeat on immulite analyzer gave 17.2 (no units of measure given). No information was provided to determine if any adverse events occurred. If additional information is received, appropriate notification will be provided.